Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a no delivery alarm/ customer's blood glucose is 298 mg/dl. He tried treating with the insulin pump. He declined troubleshooting for high blood glucose. Customer ran a five unit fixed prime and insulin exited. Customer was advised there may be a possible site related issue. He was advised to change his infusion set and monitor his blood glucose. Nothing further reported.